Event description:
Additional information was provided that noise was also noted on the rate/sense channel, and the rate/sense portion of the lead was surgically capped and abandoned during the revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead underwent a cardioversion where the device recorded loss of rv capture, resulting in a 5 to 10 second pause and the patient was syncopal. The physician suspected a connection issue, and therefore, performed a revision and the connections were checked and found to be normal. The physician then believed the loss of capture was due to the energy post -cardioversion, or due to the patient's medications. No additional adverse patient effects were reported.